Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight the device as within specification, crease fold, deformation, wear abrasion, and cloudy color in the gel. After autoclave cycle voids were observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl, and patient concern with the product.

Event description:
Healthcare professional reported left side biocell textured implant exchange. Pathology of the removed capsule confirmed cd30 positive and alk negative; bia-alcl has been confirmed. The device has been explanted